Event description:
Event description guidant received information that this ventricular lead has had runs of ventricular tachycardia, ever since the pacemaker and lead were implanted several months ago. The physician felt it was due to the ventricular lead moving around. A chest x-ray was done and the lead appearred to be in place. The lead impedance and threshold measurementsare fine. The sensing in the bipolar configuration varies from 2.1 to 12mv. A technical services consultant noted he could not discern an issue with the lead, from the available information. The sensing variation could be related to a patient condition. The lead was removed for non positional, noncapture issues and the patient was pacemaker dependent. The lead was replaced.